Event description:
Event description guidant received information that this pacemaker was replaced due to an advisory issued on this model device. It was also reported that there were documented observances of loss of output with this device.